Manufacturer narrative:
This follow up report documents further conclusive information for this investigation. Upon further review, bec has determined that this event is related to the problem as described in product corrective action z-2388-2010. As stated in the original report, these events occurred after the field instrument modifications (B)(4) which were implemented to address bubbles on the face of the glucose electrode and short sample delivery performed in (B)(4) 2011. In this follow up report (conclusion not yet available - evaluation in progress) is now removed. (B)(4).

Manufacturer narrative:
Per the service history, this event occurred prior to field instrument modifications (B)(4) which were implemented to address bubbles on the face of the glucose electrode and short sample delivery performed in (B)(6) 2011. The customer indicated that the instrument has generated some obstruction detection errors and the system has had intermittent qc issues. Obstruction detection errors are typically related to pre-analytical sample handling issues. The initial phase of this investigation has been focused around possible sample preparation issues. Investigation has not yet been concluded and is still in progress. All indications show that this is not related to the glucose recall (z-2388-2010). As we complete our investigation supplemental information as applicable will be submitted.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining five (5) discrepant glucose module (glucm) patient results, generated by the unicel dxc 800 pro synchron chemistry analyzer. The five (5) patient samples were run four (4) times. One (1) out of the four (4) results was deemed discrepant. The customer stated that there were no erroneous results reported out of the laboratory, and there was no change to patient diagnosis or treatment as a result of this event.